Event description:
It was reported the subject device had an unknown error. The issue was found at preparation for use . The customer provided the procedure was unknown and no additional details were provided. No patient harm was reported by the customer.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found an intermittent image and an error 224 due to a bad cable unit that needs to be replaced. Additionally , damaged connector pins; and failed water leak test from the cable were noted. A device history record (DHR) review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to a component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an unknown error. The issue was found at preparation for use . The customer provided the procedure was unknown and no additional details were provided. No patient harm was reported by the customer.